Manufacturer narrative:
Analysis was able to confirm the reported broken off control knob, the upper case was broken around the menu encoder and the knob was missing. Analysis also noted that the battery drawer was sticking, the hanger was cracked, both output connector nuts were discolored, and the hanger screw was contaminated. All found defective parts were replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken off control knob. The epg was returned for service. There was no patient involvement.